Event description:
Surgeon said he did start to use the device on tissue and noticed the scissor blades moving back and forth in a twitching manner. They would not open and close in a normal fashion. He removed them and got a new instrument. Manufacturer response for robot xi shear not mono cr8mm, robotxi shear hot mono crv8mm (per site reporter). Communications contact: [redacted].